Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing of the vaginal cuff during a laparoscopic assisted vaginal hysterectomy, the tip of the needle broke off into the patient's cavity. The doctor was unable to locate the piece of the needle even after x-ray was performed. The surgical time was extended for approximately 45-60 minutes. Another device was opened and used to complete the case.